Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Bacterial infection of the rickham device [device related infection]. Csf culture positive for staphylococcus capitis [csf culture positive]. Temperature to 38.1 [pyrexia]. Increased cell count in csf [cerebrospinal fluid cell count increased].

Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.